Event description:
Pt was admitted to the hosp for removal and replacement of bilateral breast implants due to ruptured right saline breast implant. At the time of surgery, the right breast implant was noted to have a fold flow and the left breast implant, on compression, seemed to leak from the valve, but no outward evidence of rupture. The implants had ben placed in 2000. Pt authorized hosp to dispose of her surgically removed breast implants.